Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the endocarditis. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. The patient was discharged on (B)(6) 2019. On (B)(6) 2019, the patient experienced a fever and was re-admitted to the hospital on (B)(6) 2019. On (B)(6) 2019, transesophageal (tee) was performed which confirmed infective endocarditis (ie) around the clip due to (B)(6). The clip was confirmed to be stable on both leaflets. Medication was administered. The physician stated the probable reason of the ie could be a secondary infection from the implantable venous port in the patient, and handling and manipulation during the initial procedure; however, this could not be confirmed. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of endocarditis and fever, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The physician stated the probable reason of the endocarditis could be a secondary infection from the implantable venous port in the patient, and handling and manipulation during the initial procedure; however, this could not be confirmed. The treatment with medication(s) and hospitalization were due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.